Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced soreness and redness at the ipg incision. The patient was prescribed a course of 10 day antibiotics as infection was suspected.